Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent nipple reduction, breast lift, and primary breast augmentation with mentor smooth round moderate profile 350cc saline breast prostheses on (B)(6) 2006 with a non-board certified surgeon experienced complications post procedure. The patient reported she had nipple necrosis around the area of the stitches and that the surgeon sloughed off the dead tissue during her post-operative visit. She did not return as she saw that the surgeon wasn't too concerned about her condition. The patient reported left breast area nerve damage. She reports she cannot feel nipple in a pleasurable or positive way, but only in painful way. The patient cannot feel sensation in her left nipple when she touches it but when she touches an area on her back, she can then feel sensation in her nipple. She has intermittent burning and tearing pain/sensation on left side, and recently felt that sensation on her right side for the first time. The patient also reported a rash on her left breast that has been present for the last 3-4 months. The patient also reported lactation for a year. She also reported loss of muscle strength and mobility in her arms/shoulders and she thinks it may be related to the way she was set up in the operating room day of procedure (having arms positioned up and back). The patient thinks the implants are probably too large for her frame. She reports that when she¿s trying to do a push up or movement she feels like a caught, pinched and burning sensation. The patient is looking (last 6 months) into removing her implants without replacement. No product issue, such as deflation, has been reported. Multiple attempts have been made to obtain additional details regarding this event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.